Event description:
It was reported there was a leak when the watchman access system sheath was connected to an 8f short sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the physician was trying to connect the was to an 8f short sheath, but the connection part was not sealed. The physician tried multiple times by pushing against the 8f short sheath and fastening the was hemostasis valve later, but when performing angiography, the 8f short sheath would pop up and there was blood leaking. The procedure was completed with a new was. There were no complications to the patient.

Manufacturer narrative:
B5 describe event or problem - updated with additional information received.

Event description:
It was reported there was a leak when the watchman access system sheath was connected to an 8f short sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the physician was trying to connect the was to an 8f short sheath, but the connection part was not sealed. The physician tried multiple times by pushing against the 8f short sheath and fastening the was hemostasis valve later, but when performing angiography, the 8f short sheath would pop up and there was blood leaking. The procedure was completed with a new was. There were no complications to the patient. It was further reported that more than 100ml of blood loss occurred. The patient remained stable despite the blood loss, and there was no intervention required.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator in the sheath was returned. The dilator, hub/valve, tip and sheath were visually and microscopically examined. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The dilator was removed, and the hemostatic valve was tightened with water leaking from the valve. The valve was removed and microscopically examined. The valve was found to have no damage. The threads were inspected and found to be damaged. There was no other damage or defect found on the remainder of the device. Media was provided and reviewed by a boston scientific (bsc) quality engineer. The video depicts the short sheath not snapping into the was cap confirming the reported event of device-to-device incompatibility. Product analysis could not confirm the reported blood loss as clinical circumstances could not be replicated; however, the device leaked during analysis due to damaged threads.

Event description:
It was reported there was a leak when the watchman access system sheath was connected to an 8f short sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the physician was trying to connect the was to an 8f short sheath, but the connection part was not sealed. The physician tried multiple times by pushing against the 8f short sheath and fastening the was hemostasis valve later, but when performing angiography, the 8f short sheath would pop up and there was blood leaking. The procedure was completed with a new was. There were no complications to the patient. It was further reported that more than 100ml of blood loss occurred. The patient remained stable despite the blood loss, and there was no intervention required.